Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One endeavor sprint drug eluting stent was implanted in the 1st obtuse marginal during the index procedure. Approximately one month post index procedure the patient suffered cerebral infarction. The outcome of the cerebral infarction was death. The patient expired five months later. Investigator assessed that the event is not related to the study device.

Manufacturer narrative:
The previously reported cerebral infarction has been updated to heart failure.the patient was treated by medication but passed away. The death was reported as cardiac death and the investigator assessed this event as not related to the study device. Date of death updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.